Manufacturer narrative:
Patient's date of birth unk. A portion of the lld was discarded and a portion remained in the patient, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non-function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Lead on lead binding was noted and the physician went back and forth between the two leads to loosen them, using a spectranetics glidelight laser sheath and a spectranetics tightrail rotating dilator sheath. While attempting to remove the ra lead with traction being applied using the lld, evidence of injury was detected. Rescue efforts began, including sternotomy. A 1 cm perforation was discovered in the right atrial appendage (raa). The repair was successful. Because the heart itself was not opened, the leads were not removed. The physician did not attempt to unlock the llds from either lead; both leads/llds were cut, capped and remained in the patient (MDR # raa perforation with lld cut/capped in ra lead, and MDR #1721279-2022-00114 cut/capped lld in rv lead). This report captures the lld providing traction within the ra lead when the raa perforation occurred, requiring intervention, and a portion of the lld/ra lead remained within the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
B4): the "date of this report" field was inadvertently left blank in the initial MDR that was submitted on 14 june 2022.